Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post placement implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. Proper intended us of the implant is described in its instructions for use

Event description:
Implant became mobile and an infection occurred and therefore, failed before prosthetic restoration. Bone quality was type iii.